Event description:
It was reported that the right ventricular (rv) lead had an increase in pacing impedance and thresholds. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Also, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The max rv pace impedance slowly rises from an approximate baseline of 1300 ohm to greater than 2000 ohm the week ending (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead 2008 (B)(6); 4968 implantable pacing lead 2008 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.